Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the patient experienced a hypoglycemic event and had loss of consciousness. According to the wife the last known cgm reading was low. It was not known if any alerts had sounded for the low reading. The patient was treated with 2 dosages of glucagon, and glucose gel was put on the gum. When a fingerstick was taken after treatment, the blood glucose reading was 6.0 mmol/l. An ambulance was called and the patient was given another glucagon dosage, then taken to the hospital. No further medication was reported, but it was stated that the patient had sacral fractures, and a collarbone fracture. The patient was discharged after 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.